Manufacturer narrative:
Event date is estimated.

Event description:
It was reported that patient's ipg has reached end of life. Surgical intervention is pending to address this issue.

Event description:
Additional information received reports that patient underwent surgical intervention on (B)(6) 2022 and the ipg was explanted and replaced.